Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not displaying at station orlgt6n or orlgt6s even though they are showing up properly on the pyxis app server with the correct department and room number. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found with patient assignments, and both visits were visible when signing into the stations. A technical support specialist (tss) observed significant delays during application login and facility searches, suggesting that network speed was impacting login performance and data synchronization, although the data eventually populated. The server and stations were accessed remotely, patient assignments and active visits were confirmed, and data sync was verified as current. Station resources were reviewed and found to be adequate, with databases around 7.9 gb. To address potential network delays, station network settings were changed from auto negotiate to 100 mbps half duplex. Then all missing patient information successfully reached the station, and the system was monitored to ensure the issue did not reoccur. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not displaying at station orlgt6n or orlgt6s even though they are showing up properly on the pyxis app server with the correct department and room number. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.